Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of loosening and prosthesis wear as stated in the legal documentation. The aseptic (non-infected) loosening may have been the result of an insufficient bond between the implant and the bone. The extent and root cause of the reported polyethylene wear cannot be determined as the device was not returned for evaluation and radiographs, photographs, and operative notes were not provided. H6 clinical and problem codes were corrected to more accurately reflect the reported incident.

Event description:
It was reported via legal notification, that patient, underwent initial left knee replacement surgery on (B)(6) 2007. She was implanted with an optetrak device. On (B)(6) 2017, approximately 10 years 2 month post initial procedure, plaintiff underwent left total knee revision surgery due to a ¿left knee aseptic loosening.¿ upon removal of the original tibial insert, plaintiff was implanted with a second recalled optetrak device in her left knee. Plaintiff¿s revision surgery was due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device. Following her revision surgery, plaintiff continued to experience pain in her left knee, and plaintiff will be proceeding with a re-revision surgery to remove the second recalled optetrak device implanted in her left knee. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemoral tibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.